Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1428101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the physician was using the mynx ace for a 5f case. He was having trouble getting the sheath in and it kinked. At the end of the case, button 3 would not retract. The balloon was deflated and the device was removed from the patient. Held for 10 minutes, patient had a hematoma (over 6 cm in size). The technician and fellow held for an additional 15 minutes. The tech and rn then pressed the hematoma for 10 minutes. After the device had been removed from the patient, button 3 was re-attempted and at that time button 3 was able to retract. Procedure: diagnostic coronary stick location: medium vessel size: 6 mm sheath size: 5f.

Manufacturer narrative:
The device involved in the reported complaint was returned for investigation and the introducer sheath kink was confirmed. The investigation revealed that button 2 had been depressed and that button 3 was not retracted. Subsequent to disassembling the handle housing, it was observed that a stack up condition existed in certain combinations of the components where the push rack did not fully clear the distal rib of button 3 restricting its ability to unlock and slide back. This interference condition occurs when button 2 is not fully depressed. Based on the provided information and the investigation performed the root cause of the reported sheath kink could not be conclusively determined. The root cause of the button 3 retraction issue may have been due to an interference condition with the push rack component. The root cause of the reported hematoma could not be determined. The review of the lhr (lot f1428101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).